Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in clinic follow up. Upon interrogation, it was observed the atrial lead had a high capture threshold. Imaging was completed to reveal the lead was dislodged. The physician elected to explant and replace the lead on (B)(6) 2020, and the procedure was completed successfully. The patient was stable.